Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to sections h6: component code, health effect - impact code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided 3mensio imagery did not reveal any relevant findings as it was a pre-procedural assessment for the pre-existing surgical valve. Device imagery was also provided and revealed the following: proximal end of the balloon wings appeared flared (indicating the balloon tear occurred at the inflation-to-crimp balloon bond area), and inflation balloon appeared bunched and spring coil was stretched (suggesting high withdrawal forces may have occurred). In this case, the complaints of difficulty crossing bioprosthesis and valve alignment difficulty were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (challenging anatomy) likely contributed to the crossing difficulty event as it was noted the patient had very challenging anatomy with an interrupted inferior vena cava (ivc). In this case, patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Procedural factors (valve alignment performed in a non-straight section of anatomy) likely contributed to the gross alignment difficulty event as it was reported that patient had challenging anatomy. In this case, if valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the transcatheter heart valve (thv) was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces, creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. In addition, the complaints of balloon torn and inability to withdraw system were confirmed based on the provided device imagery. Available information suggests procedural factors (high alignment forces) likely contributed to the balloon tear event as provided information indicated valve alignment difficulties occurred. In this case, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Procedural factors (withdrawal of torn balloon) likely contributed to the withdrawal inability event. Based on the imaging evaluation, the bunching of the inflation balloon and stretching of the spring coil, along with the balloon tear at the I/c bond, may have contributed to additional device interaction within the sheath during retrieval, as seen by the flared proximal balloon wings. This interaction could have increased the pull forces and resulted in withdrawal difficulties. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transeptal access via right-side jugular tmvr (transcatheter mitral valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in a pre-existing 27mm magna ease valve. It was noted the patient had very challenging anatomy with an interrupted inferior vena cava (ivc), which is why jugular access was obtained. A septostomy was also performed. During the tmvr, the first system was inserted, but the operating team was unable to position the s3ur valve in the native mitral valve. The system was removed through a 24fr non-edwards sheath, and some catheters and wires were switched out. A second s3ur system was prepped and inserted. There was still issues experienced getting the second s3ur valve positioned in the native mitral. In addition, there was difficulty aligning the second valve onto the balloon; nevertheless, the valve was able to be mounted and positioned in the native mitral. However, when attempting to deploy the valve, it was noted that the balloon wasn't inflating and that there was blood in the syringe. The team attempted to remove the system, but the devices became tangled in the permanent ventricular pacing lead. Even after many maneuvers, the system could not be removed. The patient was transferred to the operating room for system removal and mitral valve replacement with a third s3ur system. Per report, the patient had remained stable through this 4-hour process. However, the patient ultimately passed away later that same day due to compartment syndrome, which led to significant blood loss. The third s3ur system that had been prepped but never entered the patient.

Manufacturer narrative:
The investigation is ongoing.